Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 74,302 joules and 15 minutes of use. The red aiming beam was observed at the location of the break. There were no stones present in the prostate. The flow valve was opened and fluid was observed to be exiting the metal cap window, but pressurized saline was not used. The fiber tip did not require cleaning due to tissue accumulation. The fiber was replaced, and a second fiber was used complete the procedure without any patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 74,302 joules and 15 minutes of use. The red aiming beam was observed at the location of the break. There were no stones present in the prostate. The flow valve was opened and fluid was observed to be exiting the metal cap window, but pressurized saline was not used. The fiber tip did not require cleaning due to tissue accumulation. The fiber was replaced, and a second fiber was used complete the procedure without any patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the control knob and distal tip; therefore, the reported fiber break report was confirmed. It is probable that excessive manipulation/rough technique during use of the fiber contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.